Event description:
Device malfunction: none. Symptoms/ae: restenosis with intervention. Time of symptoms/ae: during the procedure in 2007. It was reported that during the procedure of the left common carotid, the pt experienced a tia, possible left hemispheric transient ischemic attack with transient weakness of the right lower extremity. Resolved within 2-5 mins. An acculink stent (8.0 x 30) implanted 2005 found with 80% restenosis near the bifurcation, with an accunet as filter, the stenotic stent was treated with non-abbott balloon angioplasty on the event date. After balloon removal, an angiography showed a dissection within the restenotic region and this was treated with an acculink (8.0 x 20) stent, overlapping the previous stent, with the distal edge just 1 mm beyond the distal end of the first stent. After post-dilatation using a non-abbott balloon, a patent stent was seen, but a filling defect was noted at the carotid bifurcation with some mobility in it. Aspiration thrombectomy was done twice in the distal edge of the stent. After this, a non-flow limiting dissection was noted in the proximal/ostial lica. Study event. Another acculink (7.0 x 40) was implanted overlapping, the other two proximal stents to treat this second dissection. At that time, the pt experienced a possible left hemispheric tia with transient weakness of the left lower extremity that resolved within 2-5 mins. The lot history record was reviewed and there are no non-conforming material reports associated with this lot number.